Event description:
It was reported that during an initial implant procedure, failure to capture and high capture threshold were noted on the right ventricular (rv) lead. The lead was not used, and a new one was successfully implanted. The patient was discharged.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was returned for analysis. Electrical testing, visual and x-ray examination did not find any anomalies except for the procedure damage.